Event description:
It was reported on (B)(6) 2026 that patient's three infusion sets fell off during use. Infusion sets has been used for less than 48 hours. Patient experienced high blood glucose level and it was addressed by correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.